Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: 9735821r, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: 9735821, lot/serial #: (B)(4). The manufacturer representative went to the site to test the navigation system. The camera base was replaced. The camera base was returned to the manufacture for evaluation. After functional testing, visual/physical examination, and proceduralized device testing the reported issue was confirmed. The returned positioning sensor unit (psu) had a scratch on the front surface, but was otherwise functional. A check of the event log showed no adverse events. However, the psu failed an accuracy test (aak) at .40 mm with a passing threshold of .25 mm. This psu had not been previously returned for a failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the front face of the camera of the navigation system was scratched. There was no patient present when this issue was identified.